Manufacturer narrative:
The best estimate date is during 2017. Model number: unknown, as the serial number was not provided. Reported as implant performed (B)(6) 2017. The lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient complains of triple or quadruple images from a multifocal intraocular lens (iol) that was implanted into her operative eye in (B)(6) 2017. The patient is hesitant to have the second eye done. No additional information was provided.